Event description:
It was reported that prior to a robotic laparoscopic sigmoidectomy procedure, just after booting the system, an error message appeared stating ¿system non-recoverable error.¿ for the tower. The error message appeared twice, but nothing else was displayed. Both the arm cart assembly (aca) and surgeon console (sc) calibrated successfully. Since the team was unsure if the system would continue to work or if it had recovered on its own, they rebooted the whole system using the emergency power off (epo) button. After this, the system booted normally and worked properly. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.